Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contacts and the sensing was low. As a result the battery contacts were cleaned and sensing was calibrated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the on/off button had no reaction sometimes. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.